Event description:
Customer reported being hospitalized due to high blood glucose levels. Blood glucose level at the time of admission was over 600 mg/dl. Customer reported that the insulin pump returned several no delivery alarms. Customer reported that the lack of insulin delivery led up to the hospitalization. Blood glucose level was 382 mg/dl but came down to 215 mg/dl during the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.